Manufacturer narrative:
An analysis of the event from the complainant's electrocardiogram report from the event has been performed. The malfunction has been attributed to the analysis algorithm. The analysis algorithm has previously been tested against a data base of pt rhythms. The results of the testing indicated 100% specificity and 95.7% sensitivity. The reported problem is within the specified error of the algorithm. The 1600 defibrillator involved with the event has been tested and meets all product specifications.

Event description:
Complainant alleged that the medics were responding t0 a call for a 79 year old male pt's unwitnessed collapse. Bystander CPR was being attempted when the first responders arrived on the scene. The pt was lying on the ground with no pulse, respiration, or blood pressure. The pt had a previously installed internal pacemaker. The first responders continued CPR, and determined that the pt was in ventricular fibrillation, and administered a first shock at 200 joules, a second shock at 300 joules, and a third shock at 360 joules, with no pt change. The paramedics then arrived and administered one 360 joule shock. The medics then intubated the pt, administered epinephrine, and shocked the pt at 360 joules. The medics then administered lidocaine and shocked the pt again at 360 joules. Epinephrine was again administered. The pt was still in ventricular fibrillation, and was shocked again (joule setting unknown.) The pt then was in ventricular tachycardia and had regained a pulse. The pt was then transported to the hosp. The medics reported that several times after shocks were administered to the pt, the device screen displayed a "noisy ECG" message. Upon review of the device ECG report it was noted that "single blips of artifact appear to have been responsible for a failure to analyze" the pt's heart rhthym. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.